Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of medsun mandatory and voluntary report form 0504440000-2016-8013. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Yes. Needle tip was not removed were x-rays taken to locate the needle piece(s)? Yes. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Needle was not removed due to higher risk of attempting to remove it versus leaving needle in current location. Was there any additional tissue damage as a result of searching for the needle piece? No. What is the name of the procedure? Cesarean section. What location and what tissue is the needle retained in? Uterine tissue at suture line. Update to patient current condition - stable on discharge with no plans to readmit patient for removal. Are there any plans to remove the piece of needle? Not that I am aware of at this time. We have sent you a product return mailer. Please provide product return date and tracking number when available - product will not be returned, can send another needle from the same lot # if you would like.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2016 and suture was used. During the procedure when the doctor was closing the wound it was noted the tip of the needle was missing and was not removed. The needle was retained in the uterine tissue at suture line. The patient's current condition is stable with no plans to readmit patient for removal of needle.